Event description:
10 year old female quadriplegic cerbral palsy with right thoracolumbar scoliosis admitted for posterior spinal fusion with hardware. Baclofen pump appreciated on history and physical (29 feb 1998) with the following note: "she has a baclofen pump which is on the right side of her abdomen and it has the tubing line that comes around the right side of her flank and into the t3 interspace and then it directed proximally up the canal. This, apparently, is maybe dysfunctional because when they fill the pump, after they fill it, the area surrounding the pump gradually swells over period of time and then gradually goes down. It sounds like the baclofen is going into the subcutaneous tissues and leaking out of the pump. At surgery pump removed from spinal cord and spinal fluid leak noted around the pump. Medical decision made to defer posterior spinal fusion to decrease the risk of infection and allow the tracts to close before rescheduling the operative procedure. Surgery completed 30 mar 1998 with pt's post operative course being uneventful.